Event description:
In 3/6/2006 cytyc's technical support (ts) department received a call from a nurse. Ts faxed a material safety data sheet for preservecyt solution following the nurse's report that a child had potentially ingested preservcyt solution at a doctor's office while the mother was changing. The mother had found the vial of preservcyt solution in the child's hand and noticed that the child was making a face that indicated a possible ingestion. The mother proceeded to take the child to an urgent care facility and the child did not require any treatment. The day following the event (3/7/06), ts had confirmed that the poison control center contacted the mother three times. The mother reported that the child did not show any signs or symptoms associated with the ingestion of preservcyt solution. It is important to note that the vial of preservcyt solution did not contain the patient's cytological specimen. Additional details regarding the child's current state of health is not available at this time.